Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The customer requested repair was investigated by technical services. Failure code 38 was found during the device evaluation and is the determined problem. The right tube misloading sensor was replaced to resolve the problem. The defective right tube misloading sensor is the determined cause. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a customer in posession of a flogard pump requested baxter repair the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.